Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the shaft of the device broke away from the handle. The torque on the shaft from other cases did not cause the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: two (B)(4) devices were received for evaluation. Visual inspection found the hub was broken on one device. The pieces were not returned. The second device the hub was damaged and slid out of the body. The hub was sheared at the flare area. The reported condition was confirmed. The investigation found both hubs broken. This is indicative of the shaft being flexed too far. The investigation identified the root cause of the reported event to be user error. The instructions for use( IFU) states, do not bend the instrument shaft. Correction: if information is provided in the future, a supplemental report will be issued.